Event description:
Additional information indicated that effective therapy restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that x-rays showed that the cervical lead migrated. It was noted that patient reported having multiple falls in the last few months. Surgical intervention was undertaken wherein the lead was explanted and replaced.